Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. .

Event description:
On 23-june-2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: during the patient's surgery, a robotic recurrent incisional hernia repair with mesh with a possible tar component separation, the force bipolar jaw broke within the patient. The instrument was stuck in the cannula because of the broken jaw. The surgeon had to manipulate the jaw in order for it to come out of the cannula. There was no harm to the patient. It was reported that during da vinci assisted surgical procedure, the force bipolar instrument jaw broke. Medical staff attempted to remove the instrument; however, part of the wrist became stuck in the trocar, preventing safe removal. The instrument was pushed back in, and the surgeon straightened the jaw to realign it so it could be withdrawn through the trocar. The instrument was then replaced. At the time of the call, the procedure was still ongoing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar was able to be removed by straightening. It was not removed with cannula. Cannula stayed in its place. The fb was not grasping any tissue when the event occurred. There was no tissue injury. There were no detachment of any part from the instrument. No report of any fragment fall. The broken jaw remained attached to the instrument.